Event description:
Baxter reports 1 incident of coagulation noted in the dialyzer during patient treatment. The patient's lovenox dose was increased from 4000u to 8000u and treatment was continued with a new tricea dialyzer without incident. Venofer was also administered during this treatment. No additional information is available at this time.